Manufacturer narrative:
The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant of this system, this patient was experiencing chest pain. The patient's rate was 85 bpm and atrial sensing and ventricular pacing was noted. The caller was inquiring about automatic capture (ac). A boston scientific technical services consultant discussed ac with the caller who stated that electrically, all the measurements are stable. The consultant discussed the potential reasons for the clinical observations. A boston scientific sales representative stated a perforation was not confirmed. However, a revision procedure was performed and this right ventricular (rv) lead was repositioned. No additional adverse patient effects were reported.